Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a drainage failure. There were no reports of patient harm. During evaluation, a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of nozzle, water removal ability does not meet the standard value. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in "up" direction did not meet the standard value, due to wear of angle wire, the play of "up/down" knob was out of the standard value, universal cord had a scratch, the switch box had a scratch, the scope connector cover unit has a scratch, the image guide protector had a scratch, the light guide lens had discoloration, the light guide lens had a chip and due to a scratch on objective lens, flare occurs. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. It was unknown if there was a delay/time lag between the end of clinical use and the start of pre-cleaning. It was unknown if the customer flushed the air/water nozzle with water and air. It was unknown if there were abnormalities in the accessories used for reprocessing. It was unknown if the customer immersed the endoscope in the detergent solution. It was unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It was unknown if the customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.